Manufacturer narrative:
Ptc (product technical complaint) was received on 08-sep-2015: ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in hip area. She was submitted to a hysterectomy and this pain subsided. This event was considered serious due to medical importance and is unlisted according to essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this case, the consumer reported hip and back pain irradiating to toes, which compromised walking (she needed a limp). She also had an unspecified vertebral damage to l3 and l4. This condition could be an alternative explanation for her pain (since consumer's pain description suggested a radiculopathy). However, since she stated hip pain improved with essure removal, a contributory role of the suspect device cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0149, awareness date 12-aug-2015). It refers to a (B)(6) female consumer in united states who had essure 205 (fallopian tube occlusion insert) inserted on an unspecified date. The patient's medical history included 3 children (born naturally) and nickel sensitivity. Consumer stated that she lost 10 years of her life after she got essure. She was led to believe that her symptoms were due to post-partum and age (she was 36 years old at that time). She was exhausted everyday, severely depressed and was withdrawn. One day she woke up and heard a ping in her right hip area and was paralyzed with such pain from right side lower back/hip area down to her toes. She was dry heaving from the amount of pain. She walked with a limp and was nearly to lost her job and was out of work for months. She was made to believe that she was crazy, that she was old and that was why she was tired and always in pain, achy migraines. She told to her doctor that she had nickel sensitivity when she was asked about allergies but she was told it did not matter because essure was inside and body responds differently. On an unspecified date a hysterectomy was done and after that the limp went away and the pain in her hips subsided. She was still suffering with nerve pain from damage l3/l4. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in hip area. She was submitted to a hysterectomy and this pain subsided. This event was considered serious due to medical importance and is unlisted according to essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this case, the consumer reported hip and back pain irradiating to toes, which compromised walking (she needed a limp). She also had an unspecified vertebral damage to l3 and l4. This condition could be an alternative explanation for her pain (since consumer's pain description suggested a radiculopathy). However, since she stated hip pain improved with essure removal, a contributory role of the suspect device cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 07-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website (FDA-2014-n-0736-1166). The consumer reported essure was implanted just two months after her daughter was born. She had lost all her baby weight and some. Within 3 months she gained 20 lbs, became severely depressed, and placed on anxiety/anti-depressants. Her primary care chalked it up with she having post-partum, she kept gaining weight, she was very bloated, and had heart palpitations but her EKG was returned fine. The physician could not find anything wrong with her and she just thought she was old ((B)(6)). Almost 10 years later, she was paralyzed with abnormal swelling of the l3, l4 in her spine with a pinched nerve and she could not walk. She had two spinal injections with steroids that were supposedly guaranteed to help by two excellent back specialists. The injections did not help; she could not walk out of the procedure like it was described to her. Nothing more they could do for her back and the nerve in her leg, she had a hysterectomy, in order to remove coils intact. A year and a half later, she had lost 15 lbs - not changing any of her regular routine- she could not walk without a limp, since the coils were out. She reported she was constantly tired, withdrawn, depressed and so bloated she felt awful. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in hip area. She was submitted to a hysterectomy and this pain subsided. This event was considered serious due to medical importance and is unlisted according to essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this case, the consumer reported hip and back pain irradiating to toes, which compromised walking (she needed a limp). She also had an unspecified vertebral damage to l3 and l4. This condition could be an alternative explanation for her pain (since consumer's pain description suggested a radiculopathy). However, since she stated hip pain improved with essure removal, a contributory role of the suspect device cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.